Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause was not reported. On unreported dates the patient was hospitalized for the event and began treatment with unspecified antibiotics (doses, frequencies and routes not reported). At the time of this report, the peritonitis was resolving, the patient was recovering and extraneal/physioneal therapies were ongoing. No additional information is available.